Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed some scratches on the lens. Review of the event history log showed the pump displayed the following event: 044> error - 1520 - (B)(6) 2018 5:17:00 pm functional testing involved simulated use and event log review. The pump displayed lec 1520 on power up and the event log verified that four (4) 1520 alarms were recorded. Simulated use testing was unable to replicate the error. The air detector was replaced as a preventive measure to address the issue. Based on evidence and investigation, the complaint allegation of error code 1520 was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1520. No known adverse effects to patient.